Manufacturer narrative:
Voluntary medwatch report received: mw5152358.

Event description:
Voluntary medwatch report received reported that the right ventricular lead was capped due to a product performance issue. No patient consequences were reported.